Event description:
The customer reported via phone call experiencing unexplained high blood glucose levels. The customer stated that there was something wrong with the infusion set tubings or insertion sites. The customer stated that she had performed a set change the day prior to the event, and everything had been fine until she had to change the set again on the day of the call. She reported that she experienced high blood glucose but did not receive any no delivery alarm. The customer reported receiving no delivery alarms with every one of three infusion sets. She stated that she would not change the infusion set until she noticed that her insulin treatment did not have an impact on her blood glucose. The customer's blood glucose was between 300 and 400 mg/dl. She advised that she changed the complete set and everything was fine. She declined troubleshooting assistance for high blood glucose. She was advised to call when the issue occurred to properly troubleshoot the matter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.